Event description:
It was reported that the colonovideoscope exhibited no image and scope communication error e216. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1-address- (B)(6). The device was returned to olympus for inspection, and the reported failures were confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.